Event description:
The customer reported that after a long procedure the patient showed a large radiation burn to the torso.

Manufacturer narrative:
(B)(4). Eval method, results, conclusion: investigation is still ongoing on this event. When investigation is completed a follow-up report will be sent to the FDA.